Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, broken objective lens, fiber breakage, dents on the distal end of the frame, bent and dents on outer tube, light transmission failed, and loose light guide adapter. A root cause could not be identified. Based on the results of the investigation there is cause traced to component failure that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope experienced a broken lens during maintenance. There were no reports of patient involvement.